Manufacturer narrative:
Based on the available information, the event was deemed a reportable malfunction because a detached irrigation/ inflation port could lead to leakage of fecal matter from the device which can pose the risk of wound exposure (with resultant infection) to patients using the device. No additional patient/ event information has been provided. A return sample for evaluation is not expected. Issue discovered prior to use. Device was not used on a patient. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Customer reported "inflation not working". This occurred prior to use. No further information is available.